Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was at home resting when he started to have symptoms of vomiting, diarrhea and fever. His bg was 500 mg/dl adn the cgm was 180 mg/dl around 7:00pm. At 8:00pm, the patient was taken to the hospital for diabetic ketoacidosis (dka). The patient was treated with IV insulin. The patient was in the hospital for 5 days. At the time of the report the patient was feeling normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.